Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found:   review of lot 17422810 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The product is available for evaluation and testing; however, it has not been received to date.  Additional information will be submitted within 30 days of receipt.

Event description:
As reported, a smart control vascular self-expanding stent (ses) 8x060 broke off. No adverse events have been reported. The product will be returned for analysis. Request for additional information have been made.

Manufacturer narrative:
Please note that the product received did not correspond to this complaint.  The product involved with this complaint has been discarded. Complaint conclusion: a smart control vascular self-expanding stent (ses) 8 x 60mm broke off. No adverse events have been reported. Requests for additional information have been made. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17422810 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-fractured-separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.